Event description:
The manufacturer was made aware of a product complaint on 08/15/2025. It was reported that two drivers were damaged after being used to remove instrumentation that was implanted three years ago. It was confirmed that this instrument removal was normal course of treatment for the patient. Alternate removal tools were used to successfully complete the surgery. There was no delay in surgery and no known patient complications. A return authorization number was issued for the return of the complaint drivers, however they were not returned to the manufacturer after multiple attempts.

Manufacturer narrative:
Visual and functional assessments were unable to be performed due to the devices not being returned to the manufacturer, nor were photographs provided. It was reported that the system drivers became damaged after being used to remove instrumentation that had been implanted three years prior. The set screws of the instrumentation were reported to not budge, resulting in the drivers to break. A review of manufacturing records for this driver lot was performed with no manufacturing anomalies identified. The driver lot met all required specification prior to being released to distributable inventory on 08/19/2016, resulting in an approximate lifespan of nine years. A definitive root cause was unable to be determined with the information provided; however, the driver damage may be related to excessive force applied to the instrument in attempt to remove instrumentation. There have not been any other complaints of similar nature in the past twelve months. The manufacturer will continue to monitor for reports of damaged system drivers and will perform complaint investigations and regulatory reporting as necessary. Report 2 of 2.